Manufacturer narrative:
Correction information provided in d.4. Additional information provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was indicated to be an atiol. The specific model/diopter were not provided. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient eye was blurry all the time, had halos around lights. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as anisometropia. Additional information has been requested.